Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the reported problem could not be reproduced. One 12 fr powertrialysis catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Each lumen of the returned sample was flushed and pressurized; however, while the catheter was found to patent to infusion and aspiration, no leaks were found. A microscopic observation revealed no damage on the returned sample other than some slight abrasive damage on the suture wing. No leaks were found in the returned sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a power trialysis implanted on (B)(6) 2021. On (B)(6) 2021, blood leak was found from the connection between the suture wing and the catheter shaft. Another new power trialysis was replaced. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq4342 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a power trialysis implanted on (B)(6) 2021. On (B)(6) 2021, blood leak was found from the connection between the suture wing and the catheter shaft. Another new power trialysis was replaced. There was no reported patient injury.